Manufacturer narrative:
B3: date of event- publish date selected e1: initial reporter phone number- (B)(6). Detailed product information was not provided to bsc. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. Fotiadis, n., kc, s., farooq, s., basso, j., cunningham, d., koh, d.-m., goldberg, s. N., & johnston, e. W. (2026). Robot-assisted CT-guided cryoablation of pulmonary metastases: an ideal stage 2a prospective development study. European radiology, 36(7), 5857-5867. Https://doi.org/10.1007/s00330-026-12335-8.

Event description:
It was reported that pneumothoraxes occurred, requiring intervention. This prospective single-center study was performed to evaluate the feasibility, safety, and technical performance of robot-assisted computed tomographic (CT)-guided cryoablation for pulmonary metastases. 26 participants underwent 30 robotic cryoablation procedure sessions targeting 37 tumors using 54 cryoablation probes (either 14g iceforce, 17g icerod or icesphere). All procedures were performed under general anesthesia. Both single-probe and multiprobe ('chopstick') configurations were employed. Ablation followed a triple-freeze protocol: 3 min freeze; 3-4min thaw; 7min freeze; 3-5min thaw; 10min freeze, followed by passive thaw until probe removal. Ablation zone development was monitored by intermittent spiral CT. Track ablation was not performed. A post-ablation CT was performed to assess ground-glass opacity (ggo) as a surrogate marker for the ablation zone, evaluate complete coverage of the tumor and intended margin, and identify complications. Results indicated that robotic guidance was successfully employed in 35/37 (95%) of procedures without conversion to freehand technique, meeting the pre-specified feasibility criterion of greater than 90%. In two cases, initial robotic insertion contacted a rib; conversion to freehand was judged more efficient than replanning, requiring undocking. One major complication (common terminology criteria for adverse events v5.0 grade 3) occurred: a pneumothorax requiring chest drain placement for 4 days with intermittent suction. All other events were grade 1-2, with an overall complication rate of 67%, driven predominantly by pneumothoraxes, and including bleeding, hypoxia, fever, pleural effusion, and post-procedural pain. Pneumothoraxes were managed by observation or prophylactic intraprocedural chest drain insertion (n = 11, including the grade 3 case). No bronchopleural fistulas were encountered. All other events were grade 1 (low-grade fever, mild pain, pleural effusion). Median hospital stay was 1 night.